Event description:
The pt was undergoing a surgical procedure, when the surgeon could not get the jaws of the gun to open. The stapler was still attached to the lung/bronchus when the surgeon released the safety latch manually. The staple gun was removed from the sterile field and replaced with another one to finish the case. FDA safety report ID# (B)(4).